Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the right ventricular (rv) lead helix was unable to be loosened. When the rv lead was taken out of packaging, the helix was noted to be extended 1mm. A new lead was implanted successfully. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned with the helix extended for analysis. Visual inspection found the helix to be covered with dried body fluids. X-ray inspection found over torque of the inner coil at the proximal region of the lead. By applying torque directly to the inner coil, the helix was able to retract and extend within specification. The cause of the reported event was isolated to the helix being clogged with blood and over torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage. The reported event of helix would not extend was not confirmed.